Event description:
Routine complaint investigation confirms a falsely high test result. There is a possibility that this malfunction under certain conditions were it to recur, could result in adverse clinical effects to the user of the system.